Event description:
It was reported that loss of left ventricular (lv) lead capture was noted during a follow-up check and it was noted the lv lead had dislodged and pulled back into the coronary sinus (cs). The lv lead would not capture at max output and exhibited a high pacing threshold. The lv lead was repositioned into a branch of the cs and remains in use. No patient complications have been reported as a result of this event.